Manufacturer narrative:
On the basis of the information provided, it is not known what role, if any, lava ultimate played in the reported outcome. Other factors, such as prior tooth history and patient factors, may have played a role in the need for the reported tooth extraction.

Event description:
On (B)(6) 2017, a dentist reported a female patient in her (B)(6) (yob 1933) required an extraction of tooth #29. This tooth had a lava ultimate crown seated on (B)(6) 2013, to replace an existing filling. On (B)(6) 2015, the patient reporting biting sensitivity. Root canal treatment was initiated at this time, but could not be completed due to severe calcification and the tooth was extracted.